Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd2 (dianeal pd2 with 1.5% and 4.25% dextrose) therapies for peritoneal dialysis (pd). It was not reported whether dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and was hospitalized. The cause of peritonitis was reported as a new caregiver was doing the exchange. On an unreported date, the patient began treatment with vancomycin (500 mg) and amikacin (25 mg) per liter in pd solution (lpds) as long dwell (ld) then amikacin (12.5 mg) lpds as medium dwell (md).

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.